Event description:
During an angiographic contrast injection, the high pressure tubing burst near the male luer. As a result, contrast media was sprayed. No patient or physician harm or injury occurred as a result of this event.

Manufacturer narrative:
An investigation into this event is in progress. However, since the lot number was reported, the manufacturing and processing records were reviewed for abnormalities and no unusual circumstances were noted. Further investigation of the complaint log confirmed that no other complaints have been filed for this lot number.